Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the receiver is turning off on its own on (B)(6) 2015. Foreign distributor did not report any injury or medical intervention.